Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was felt when filling the cartridge during the load sequence. Reportedly, customer continued to use current cartridge for continued insulin delivery. Customer¿s blood glucose was 280 mg/dl..